Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with three remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument was not performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeons have been using the device since 11 months and all surgeons are experienced in the procedures as well as the instruments. The device is removed from the package prior to surgery, yellow protector is only removed before actual use and instrument is loaded in the patient within sight of the scope. All complaints are the same; the first two or three clips are fired well. After that when you squeeze the handle the "clip pusher" (the u-shaped piece of metal that pushes the new clip forward) slides back, picks up the new clip and then gets stuck when you release the handle. The handle moves forward but the clip-pusher and the clip stays fixated on the spot where the new clip was picked up under the plastic cover of the shaft. When the user squeezes the handle again the clip, who was not closed, jumps out of the beak of the instrument and lands anywhere in the abdominal cavity. This means time to search for it, disruption of the workflow in the or and a negative effect on the mood of the surgeon. This failure is seen with all surgeons but only in some instruments per batch/lot. Often when using another instrument from the same batch it works fine.